Manufacturer narrative:
(B)(4) device evaluation: on examination, the keypad was noted to be torn at the up arrow button. On testing, the up arrow, down arrow and contrast buttons were unresponsive. The ok button was responsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. The display was noted to be dim, faded and discolored. A test display was attached to the pump and illuminated properly without discoloration.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2013: the keypad was damaged. The up arrow, down arrow and contrast buttons were unresponsive. There was contamination under the contacts of the keypad buttons. The display was dim, faded and discolored.